Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it¿s likely the led on the front panel did not light because of a circuit board malfunction. Additionally, it's likely the pressure reducing valve occurred due to fatigue problem. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit's led at the digital bar graph on the front panel was not lit and the pressure reducing valve malfunctioned. There was no patient involvement.